Event description:
It was reported that the customer had cracks from the top corner of the screen and to the resevoir compartment.

Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, broken reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.